Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument pans are peeling and flaking . No patient consequence. Nothing broke off or fell into a patient. No event. Containers are being used until replacements are received.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.